Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the sideport detached from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.